Event description:
Reference number (B)(4). Event occurred in turkey. It was reported that patient faced bent cannula event on (B)(6) 2026. Bent cannula leading to bleeding and pain. The blood glucose level was high and the patient was treated with insulin pen. No further information available.